Event description:
It was reported that tip detachment occurred. The target lesion was located in the anterior tibial artery to dorsalis pedis artery. A 300cm straight tip v-14 control wire was advanced and used with a 018 rubicon support catheter. The device was placed distally down to the lesion; however, the guidewire tip was detached. The detached portion of the device was not removed and was left inside patient. The procedure was completed with another v-14 guidewire. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the anterior tibial artery to dorsalis pedis artery. A 300cm straight tip v-14 control wire was advanced and used with a 018 rubicon support catheter. The device was placed distally down to the lesion; however, the guidewire tip was detached. The detached portion of the device was not removed and was left inside patient. The procedure was completed with another v-14 guidewire. No patient complications were reported.